Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number.

Event description:
Healthcare professional reported explant of a lap-band port due to "redness and pain around port", infection, and leaks, first noticed when the patient "was suddenly able to eat whole sandwiches". Port was removed and replaced.